Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (date not reported) to replace the magnet.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (date not reported). It is unknown whether the patient's head was wrapped per the manufacturer's instructions for use of MRI. Revision surgery is planned; however, has yet to occur as of the date of this report.